Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a hospital nurse (customer) reported a leakage occurring during injection."

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and 4 photos were returned from lot. No. 9338810, cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx leaked during use. The following information was provided by the initial reporter, translated from japanese to english: "a hospital nurse (customer) reported a leakage occurring during injection."